Event description:
I had a medtronic intrathecal morphine pump placed in 2004. In 2008, I was hospitalized for 7 days and it was found that my pump had failed in october. In the following month, I found out that there had been a class I FDA recall for these pumps and mine was one of the serial numbers listed. I contacted medtronic and was initially told that yes, my pump was on the recall list. None of my physicians were ever informed of the recall, nor was I. Even when medtronic sent a representative into the hospital, when my pain management doctor requested it, the rep never informed the pain management doc nor my primary care physician of the recall. Subsequently, in march, I had the pump removed and now on oral pain meds with very little control of my pain. To this day, medtronic still insists that there was no problem with my pump and they informed my pain doctor that "this particular pump was not on the recall list", even though my doctor knew differently. Dates of use: 2004 -- 2008. Diagnosis or reason for use: reflex sympathetic dystrophy.